Manufacturer narrative:
Date of birth: (B)(6). Initial reporter facility name: (B)(6).

Event description:
It was reported that the stent occluded. The patient underwent treatment with the eluvia device on (B)(6) 2017 as part of the (B)(6) trial. The following lesion was treated in the left limb: proximal, middle, and distal superficial femoral artery (sfa) with 220mm length and 100% stenosis. Reference vessel diameters were 6mm proximally and 5mm distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. Three eluvia stents (6x100mm; 6x80mm; 6x80mm) were implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2018, target vessel occlusion was discovered. Patient was hospitalized on (B)(6) 2018 for percutaneous transluminal angioplasty (pta), drug-eluting balloons (deb), and stenting. Patient was discharged on (B)(6) 2018. The event is reported as resolved as of (B)(6) 2018.

Manufacturer narrative:
H6: patient codes updated. A2: date of birth: 1943. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the stent occluded. The patient underwent treatment with the eluvia device on (B)(6) 2017 as part of the regal clinical trial. The following lesion was treated in the left limb: proximal, middle, and distal superficial femoral artery (sfa) with 220mm length and 100% stenosis. Reference vessel diameters were 6mm proximally and 5mm distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. Three eluvia stents (6x100mm; 6x80mm; 6x80mm) were implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2018, target vessel occlusion was discovered. Patient was hospitalized on (B)(6) 2018 for percutaneous transluminal angioplasty (pta), drug-eluting balloons (deb), and stenting. Patient was discharged on (B)(6) 2018. The event is reported as resolved as of 17-jul-2018. It was further reported that the target vessel occlusion was discovered in the proximal area of the target lesion. It was assumed that the thrombosis involved one of the two stents used in the proximal tract of the sfa. It cannot be determined if the thrombosis involved the 80mm stent with lot number 20993693 rather than the 80mm stent with lot number 20433975.